Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Minihip revision due to subsidence of the stem following a fall 10 weeks after primary surgery. X-rays were provided and reviewed. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that both the minihip stem and the biolox delta ceramic modular head conformed to material and dimensional specification when manufactured. The explanted devices were not available for examination. Based on the above, it is concluded that the revision surgery was required due to subsidence of the femoral stem following a fall and not due to the malfunction or destruction of a corin device and thus now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A patient fell approximately 10 weeks after primary which resulted in the subsidence of the minihip stem. A revision surgery was required.